Event description:
Ous MDR - after an implantation time of about 4 weeks, pacing pauses of up to 5 seconds were reported in the long-term ECG. No worsening of the patient's state of health was reported. The ICD was explanted.

Manufacturer narrative:
Ous MDR - the ICD first underwent a status interrogation, the device status was bol, four change processes had been documented. To check the continuity of the pacing pulses during the antibradycardic therapy, first a long-term test at 37 degrees celsius was performed. Over a time period of more than 30 days, the ICD paced according to the programmed parameters that had been found when the device was received at biotronik. The antibradycardic output signal proved to be normal and matched the programmed values. The device paced throughout the entire time period in accordance with specifications; in particular, no pacing pauses were observed. Furthermore, a fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. There were no indications of a device dysfunction. In a next step, the device was opened. The visual inspection did not show any anomalies. The electronic's module was unfolded, the electrical circuit responsible for pacing proved to be fully functional even in the unfolded state. In summary, the device proved to be ok. The analysis did not show any deviations from the specification that could be related to the clinical complaint. There was no material defect or manufacturing error.